Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported an issue with their freestyle flash meter. Upon product investigation it was discovered the meter exhibited the memory overwrite malfunction. Customer also reported that "she could not respond to her husband as she was incoherent". Customer reported she ate cookies to counteract her symptoms. There was no report of third party medical intervention, death, serious injury or mistreatment associated with this event.